Event description:
It was reported that a device issue occurred resulting in an aborted procedure. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, after connecting the opticross to the motor drive unit 5 plus, the screen displayed opticross 6. Due to concerns about compatibility, the technician decided not to proceed. There were no patient complications.